Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was explanted in the same procedure due to a capsular bag rupture. It was stated that the rupture was due to patient pathology and not attributed to the lens. No additional information was provided.

Manufacturer narrative:
(B)(4). The doctor returned two model ar40e lenses; however, does not know which lens correlates with this complaint. Therefore, the product evaluation results are being provided for two different serial numbers that were both returned from the customer the same day. It was stated that there was no complaint regarding the specific lenses. Serial number (B)(4): visual inspection of the returned product revealed a disorted haptic with evidence of viscoelastic. Serial number (B)(4): visual inspection revealed that the lens has one detached haptic and appears to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.